Manufacturer narrative:
See related regulatory report 2029214-2020-00910. If information is provided in the future, a supplemental report will be issued.

Event description:
Soize s., barbe c., kadziolka k., estrade l., serre I., pierot l. Predictive factors of outcome and hemorrhage after acute ischemic stroke treated by mechanical thrombectomy with a stent-retriever.neuroradiology. 2013;55(8):977-987. During the study period, 59 consecutive patients (27 male and 32 females; mean age 63±16 years) with acute occlusion of large intrac erebral arteries underwent thrombectomy with the solitaire fr device. Forty-three patients (72.9 %) received intravenous thrombolysis before the endovascular therapy. At 3 months, 12 patients were deceased (20.4 %), 5 had malignant cerebral edema (8.6 %), and 7 patients had hemorrhage (11.8 %). All patients (100 %) underwent a follow-up CT scan within 1 day when neurological status worsened. Five of 59 patients presented with a symptomatic hemorrhage (sich) (8.5 %) at day 1. Ich was present in 11/59 patients (18.6 %) comprising of the following subtypes: 9 parenchymal hematoma type 2 and 2 subarachnoid hemorrhage. A (B)(6)-year-old woman presenting with dizziness and ataxia that appeared 5 h earlier. Axial dw mr image showing a right cerebellar and occipital ischemic infarct. Coronal mip reconstruction of gadolinium-enhanced intracranial mra, with the absence of the distal third of the basilar artery. Final angiogram with recanalization of the basilar artery after two deployments of the device but the right posterior cerebral artery and superior cerebellar artery remained occluded. Twenty four hours of follow-up CT scan showing ischemic infarcts in the right cerebellar and occipital territories.